Event description:
On (B)(6) 2012, the patient contacted animas to report the pump would not power on. On an unspecified date, the patient noted the reported pump would not power on. The patient replaced the battery, but claimed the pump still was 'not working.' The patient reported there was no damage or corrosion seen on the battery compartment or cap, but also that she was unable to securely tighten the battery cap. The patient refused to provide much information, and did not provide her blood glucose level. The patient reported no symptoms of high or low blood glucose levels. The issue was not resolved. The patient did not suffer an adverse event due to the reported pump. The patient suffered no symptoms and denied seeking medical attention. However, as the pump power issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.